Manufacturer narrative:
The unit failed to vibrate during the self test due to broken board. Unable to complete functional test due to failed to vibrate during self test. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work and does not alarm. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump did not vibrate during the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.